Event description:
Imed pump tubing noted to have bulges in 2 locations. Pump had been turned off for 1 hr prior to noted defect. Feel tubing was defective - not pump as tubing was changed out and pump functioned properly.